Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving low flow alert. Water flow rate (wfr) was 0 l/m. Neonatal pads in place. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 22.2c, water flow rate (wfr) was 0 l/m. System diagnostics, outlet monitor temperature (t1) was 21.7c, outlet control temperature (t2) was 21.8c, inlet temperature (t3) was 24.8c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 18%, mixing pump command (mpc) was 18%, heater command (hc) was 0, water reservoir level (wrl) was 2, system hours 3617.9, pump hours 767.7. Walked through stop therapy, empty pads and disconnect. Device alerted 07 empty pads not complete. Placed device in manual control with no pads at 20c. System diagnostics, outlet monitor temperature (t1) was 21.2c, outlet control temperature (t2) was 21.2c, inlet temperature (t3) was 21.1c, chiller temperature (t4) was 6.5c, water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 38%, mixing pump command (mpc) was 18%, heater command (hc) was 0. Reattached pads while still in manual control water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7psi. Disabled manual control and restarted therapy. Device primes to 0 l/m. Advised to swap out to another device and send to biomed labeled no flow. Sn dyfqal011. Per additional information updated from ttm on 29jul2025, biomed had device with a note that stated low flow, and they would like assistance troubleshooting. Sn: dyfqal011. Per follow up information received via phone on 12aug2025, it was reported that they received the device with concerns of a low flow alert. Records indicated that preventative maintenance was performed on the device on (B)(6) 2025 and the device was returned to service.

Event description:
It was reported that the arctic sun device was giving low flow alert. Water flow rate (wfr) was 0 l/m. Neonatal pads in place. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 22.2c, water flow rate (wfr) was 0 l/m. System diagnostics, outlet monitor temperature (t1) was 21.7c, outlet control temperature (t2) was 21.8c, inlet temperature (t3) was 24.8c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 18%, mixing pump command (mpc) was 18%, heater command (hc) was 0, water reservoir level (wrl) was 2, system hours 3617.9, pump hours 767.7. Walked through stop therapy, empty pads and disconnect. Device alerted 07 empty pads not complete. Placed device in manual control with no pads at 20c. System diagnostics, outlet monitor temperature (t1) was 21.2c, outlet control temperature (t2) was 21.2c, inlet temperature (t3) was 21.1c, chiller temperature (t4) was 6.5c, water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 38%, mixing pump command (mpc) was 18%, heater command (hc) was 0. Reattached pads while still in manual control water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7psi. Disabled manual control and restarted therapy. Device primes to 0 l/m. Advised to swap out to another device and send to biomed labeled no flow. Sn: (B)(6). Per additional information updated from ttm on 29jul2025, biomed had device with a note that stated low flow, and they would like assistance troubleshooting. Sn: (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.